Event description:
A (B)(6) male pt's wife contacted zoll customer support to report the top of the pt's monitor came off. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (top of monitor came off) has been confirmed. As received, the monitor would not communicate. The monitor would not communicate because the wires to the end cap were pulled from the auxiliary board. The cause for the pulled wires is due to a separated end cap. The root cause for the separated end cap cannot be positively identified but is likely due to physical abuse. No adverse event resulted from the defective monitor. The pt received a replacement monitor.